Event description:
I was using an orthofix bone stimulator 2 hours per day for my lumbar fusions after surgery on (B)(6) 2015. I required admission for a small bowel obstruction on (B)(6) that resolved without surgery. I found no mention of whether this was a possibility in the literature given me or online.